Event description:
The clinician removed the catheter at a sharp angle and noticed that part of the drive shaft was protruding for the device. When the device was removed, it then separated into two pieces. There were no visual anomalies noticed during prep. There was no pt harm.

Manufacturer narrative:
Add'l info received from md: lesion location: mid; vessel: lad; percent stenosis: 70; tortuous: no; guide: 7fr xb3.5 cordis; wire: abbott prowater short; stent placed: 2.5 xience abbott; note: ivus was done post stent placement. Vessel prox to stent had a 1.7x2.0 residual 180 degree calcified stenosis that was stented after the ivus failure but was not related to the catheter failure. The ivus failure caused no pt issues. There was no need for any further intervention due to the failure, and there were no events caused by the catheter failure. A cause of this failure is bending the shaft at an acute or excessive angle. The instructions for use state: "do not kink or sharply bend the catheter at anytime. This can cause drive cable failure. An insertion angle greater than 45 degree is considered excessive." Although there was no pt impact associated with this occurrence, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.